Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a minicap transfer set. The event was further described as ¿the internal (blue/black) connection point is unscrewing and falling out of the light blue housing. The cycler line was still attached as the patient had to cut the line to disconnect from the machine." This was observed during use for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. The reported condition of separation was verified. The cause of the separation was determined to be manufacturing related issue due to inadequate solvent to the insert chip. Due to a photo sample only, the reported condition of connection issue to female connector could not be verified. The cause of the connection issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.